Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for black color in catheter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the reported black color in the catheter is due to a brown liquid that is not a part of the manufacturing process. Several different drugs were fed through this catheter to the patient. No root cause could be determined but drug-drug precipitation could have played a role.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a black foreign matter was seen in a bd intima ii¿ IV catheter after it was removed from the patient. There was no report of injury or medical interventions.